Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the balloon has been inflated. In the as-returned state, the balloon was fully deflated. Upon inflation a fine jet of water was seen to emerge from the center of the balloon. Microscopic inspection revealed a pinhole in the balloon surface about 14 mm distal to the proximal radiopaque marker. In close vicinity to the pinhole, scratches were observed which have likely been caused by a hard, sharp-edged object such as e.g. Anatomical structure. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is tested for air tightness by means of a pressure test and a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The most probable root cause for the reported event is related to the patients anatomy.

Event description:
The passeo-18 peripheral balloon catheter was selected for treatment of the left sfa. The passeo-18 balloon catheter ruptured during inflation before reaching the nominal pressure. This was originally reported on MDR-1028232-2025-00004, but the product information was incorrect. That report is being closed and this one opened in its place.